Event description:
Healthcare professional reported the pt's death after pt had been hospitalized due to congestive heart failure with a high gradient. The valve was removed at autopsy in 2000 and returned for analysis. The valve appears to be stenotic due to thrombus on the outflow of all of the leaflets.